Event description:
It was reported that the patient was deceased and died approximately three months after implantable pulse generator system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.